Event description:
It was reported that the stent failed to expand. A 6x120x130 eluvia self-expanding drug eluting stent was used in a percutaneous transluminal angioplasty procedure in the superficial femoral artery. The lesion was severely calcified, 100% stenosed and in severely tortuous anatomy. When the stent was deployed, the physician said the radial force was not enough to treat the lesion. Due to this, an additional balloon was needed to complete the procedure. No patient complications were reported.